Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer was assisted with troubleshooting. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges that the insulin pump was over delivering because the insulin pump was blousing on its own. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.